Event description:
The device was used during laparoscopic assisted vaginal hysterectomy procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.